Event description:
During a hospital transfer via ambulance, a large volume infusion pump was in use on internal battery power. The pump experienced a low battery condition than a battery-depleted condition within 30 minutes of departure. Due to this, the ambulance had to divert to a nearer hosp to obtain another infusion pump. There was no injury to the pt.

Manufacturer narrative:
MFR completed the entire form. The battery is a component that requires maintenance and occasional replacement. Battery life is highly dependent on the type of usage and maintenance that the device receives. Batteries for the device were returned and evaluated. Physical damage was notable upon visual examination. The batteries were performance tested, and it was confirmed that they failed to meet specification. The batteries would allow the pump to run for one hour before experiencing a low battery condition.